Event description:
It was reported that the patient received two inappropriate shocks from the subcutaneous implantable cardioverter defibrillator (s-ICD) while in a seated position. Review of the device data showed significant artifact on the secondary and alternate programming vectors. The noise was reproducible, and an electrode issue was suspected. The s-ICD was turned off and the patient was hospitalized pending electrode replacement. No additional adverse patient effects were reported. It was additionally reported that the electrode was replaced. The physician elected to also replace the s-ICD at the same time to minimize future surgeries for the patient and upon removal, it was observed that the suture was not present and was assumed to have broken. It was noted that the patient was very large in size and the device pocket was capacious. It was felt that the s-ICD possibly rotated in the pocket, causing the electrode to twist midway between the s-ICD and xiphoid sutures. The twisting was evident on x-ray. It was also observed that the electrode was fractured distal to the xiphoid and that the xiphoid sutures remained intact. Both devices are expected to be returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that the patient received two inappropriate shocks from the subcutaneous implantable cardioverter defibrillator (s-ICD) while in a seated position. Review of the device data showed significant artifact on the secondary and alternate programming vectors. The noise was reproducible, and an electrode issue was suspected. The s-ICD was turned off and the patient was hospitalized pending electrode replacement. No additional adverse patient effects were reported. It was additionally reported that the electrode was replaced. The physician elected to also replace the s-ICD at the same time to minimize future surgeries for the patient and upon removal, it was observed that the suture was not present and was assumed to have broken. It was noted that the patient was very large in size and the device pocket was capacious. It was felt that the s-ICD possibly rotated in the pocket, causing the electrode to twist midway between the s-ICD and xiphoid sutures. The twisting was evident on x-ray. It was also observed that the electrode was fractured distal to the xiphoid and that the xiphoid sutures remained intact. Both devices are expected to be returned for analysis. No additional adverse patient effects were reported. Additionally, the s-ICD was returned for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.